Event description:
Radiation shielding products were purchased in april of '97 from aadco medical. After receiving notification by the MFR on 6/12/97 of the incident documented by the nuclear regulatory comission, all the lead aprons were tested & 7 tested positive on 6/12. Aadco medical was immediately contacted and the aprons were returned to them at their instruction.